Event description:
It was reported the buttons and selector potentiometers not working. It was also reported the ventricular output will not adjust. The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the encoder flex was out of specification, would not adjust. It was unable to be confirmed that the buttons were not working, the keyboard was replaced as a preventative. It was also noted that the lower case and side bail covers were broken, the ring was bent and the label was torn. Further analysis was performed on the encoder flex circuit assembly. This analysis found an intermittent open at the atrial encoder right signal, causing out of specification device knob operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.